Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000165119.

Event description:
It was reported the patient had high impedances on one lead. As a result, surgical intervention was undertaken to remove and replace the lead. It is unknown which lead had impedances.